Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8106253. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that yellow foreign matter was found stuck to the bd pegasus¿ safety closed IV catheter system before use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse checked the air bubble package and everything was normal. It's noticed that there was yellow foreign matter stuck on the catheter. The catheter was replaced immediately, no harm on patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that yellow foreign matter was found stuck to the bd pegasus¿ safety closed IV catheter system before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse checked the air bubble package and everything was normal. It's noticed that there was yellow foreign matter stuck on the catheter. The catheter was replaced immediately, no harm on patient."